Event description:
Patient reported infusion set introducer needles bending during insertion during the previous 3 months. He stated that he experienced elevated blood glucose of>330 mg/dl. His normal range was 120-190 mg/dl. Patient indicated that he changed the infusion set and administered boluses to address this issue. He reported that he checks his blood glucose 6 times per day since he is hypoglycemic and hyperglycemic unaware. Patient indicated that this issue occurred on 6 occasions. He did not report any symptoms associated with this issue. The patient was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product was requested to be returned for evaluation.